Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. (B)(4).

Event description:
The customer reported an unspecified incident that occurred at their hospital. There are no details or information provided except that there may have been an "over infusion of some drug during this day". There was no patient harm reported. The customer would like help with an event log review to help determine what occurred.

Manufacturer narrative:
.

Manufacturer narrative:
The customer¿s experience of a possible overinfusion was not identified. The customer reported an unspecified incident ¿overinfusion of some drug¿ occurred sometime on (B)(6) 2016, however no other details or information were provided. The pcu event log review starts at 1:14 am on (B)(6) 2016. The profile in use was identified as critical care. Only pca s/n (B)(4) and pump module s/n (B)(4) were in use on (B)(6) 2016. The pump module was infusing pantoprazole drip 80mg in 100ml at 10ml/hr. Between 1:14 am and 1:20 am, the pump module alarmed (B)(4) times for patient side occlusion. At 4:57 am, the primary infusion completes and the device transitions to kvo. At 5:07 am, the user changes the vtbi to 100ml. At 11:20 am, the device is channeled off. The volume recorded as being infused between 1:20 am and 5:07 am was 99.88ml. The pca module was infusing fentanyl 100mcg in 20ml at 2ml/hr. At 8:24 am, the device was paused. At 8:25 am, the user selects a 30ml bd syringe with 19.7179ml detected. The user restores the fentanyl infusion running at 2ml/hr. At 11:16 am, the user changes the continuous dose to 200mcg/hr. The rate is now 4ml/hr. At 11:57 am, the user changes the continuous dose to 300mcg/hr. The rate is now 6ml/hr. At 1:32 pm, the user changes the continuous dose to 500mcg/hr. The rate is now 10ml/hr. At 1:35 pm, the device is paused. At 1:37 pm, the door is opened and the device alarms for syr check syringe. At 1:38 pm, the user selects a 30ml bd syringe with 19.683ml detected. The user restores the fentanyl infusion running at 10ml/hr. At 1:48 pm, the door is opened and the device alarms for syr check syringe. The user then selects a 30ml bd syringe with 28.6998ml detected. The user programs an infusion of morphine 150mg in 30ml. The user enters 15mg/hr for the continuous dose. The user selects yes to the guardrails warning. The infusion is started. The rate is 3ml/hr. At 1:54 pm, the user programs and starts a bolus dose of 10mg. The user selects yes to the guardrails warning. At 1:56 pm, the user programs and starts a bolus dose of 10mg. The user selects yes to the guardrails warning. At 1:58 pm, the user programs and starts a bolus dose of 10mg. The user selects yes to the guardrails warning. At 2:00 pm, the user programs and starts a bolus dose of 10mg. The user selects yes to the guardrails warning. At 2:02 pm, the user programs and starts a bolus dose of 10mg. The user selects yes to the guardrails warning. At 2:04 pm, the user programs and starts a bolus dose of 10mg. The user selects yes to the guardrails warning. At 2:05 pm, the user programs and starts a bolus dose of 10mg. The user selects yes to the guardrails warning. At 2:07 pm, the user programs and starts a bolus dose of 10mg. The user selects yes to the guardrails warning. At 2:10 pm, the user programs and starts a bolus dose of 30mg. The user selects yes to the guardrails warning. At 2:14 pm, the user programs and starts a bolus dose of 20mg. The user selects yes to the guardrails warning. At 2:29 pm, the device alarms for near end of infusion. The device paused and the device is channeled off. At 2:56 pm, the user selects a 30ml bd syringe with 29.8881ml detected. The user restores the morphine infusion. The user selects yes to the guardrails warning. At 2:58 pm, the user programs and starts a bolus dose of 30mg. The user selects yes to the guardrails warning. At 3:18 pm, the user programs and starts a bolus dose of 30mg. The user selects yes to the guardrails warning. At 3:39 pm, the door is opened and the device alarms for syr check syringe. At 3:40 pm, the user selects a 30ml bd syringe with 16.0832ml detected. The user restores the morphine infusion. The user selects yes to the guardrails warning. At 4:08 pm, the user programs and starts a bolus dose of 30mg. The user selects yes to the guardrails warning. At 4:22 pm, the user programs and starts a bolus dose of 30mg. The user selects yes to the guardrails warning. At 4:42 pm, the device is paused. At 4:43 pm, the device is channeled off and the system is shutdown and powered off. The volume recorded as being infused for the fentanyl infusion was 19.989ml. The volume recorded as being infused for the morphine infusion was 83.378ml. There were a total of (B)(4) bolus doses given, there were (B)(4) bolus doses of 8mg, (B)(4) bolus dose of 20mg and (B)(4) bolus doses of 30mg. The root cause of a possible overinfusion was not identified. Since no other details were provided, without a baseline to start with, a determination of whether or not an infusion took place cannot be made.

Manufacturer narrative:
(B)(4)